Event description:
It was reported that the patient was having an increased pain directly below the ipg site. The patient was prescribed component cream but reported not being helpful. Additional information was received that the patient had an injection and was getting relief. Additional information was received that the patient underwent a revision procedure wherein the implantable pulse generator (ipg) was repositioned to a more comfortable position. The patient was doing well postoperatively, however, was still experiencing pain at the ipg site. The ipg remains implanted.

Event description:
It was reported that the patient was having an increased pain directly below the ipg site. The patient was prescribed component cream but reported not being helpful. Additional information was received that the patient had an injection and was getting relief.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having an increased pain directly below the ipg site. The patient was prescribed component cream but reported not being helpful.